Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received a ¿dosing stopped¿ message after a dexcom g7 continuous glucose monitoring (cgm) sensor failed. A new sensor was applied, and the agent instructed the user to manually enter blood glucose (bg) into the ilet and re-pair the sensor. The highest blood glucose (bg) recorded was 246 mg/dl due to dosing being stopped for about 3 hours. Blood glucose (bg) was corrected by resuming dosing and connecting a new sensor. No symptoms during the event were experienced by the user, and no outside assistance, or medical intervention were reported.